Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an intraocular lens (iol) was implanted and explanted. This information was provided via an implant information card which would indicate the iol was placed in the eye and removed during the initial implant procedure. Additional information was received that the surgeon decided to exchange the iol for a different model, and a vitrectomy was performed. There was no lens issue. The surgery was completed successfully.